Event description:
Philips received a complaint on the heartstart mrx indicating that the device displays a battery needs replacement error message. There was no patient involvement. The fse evaluated the device on site and confirmed the battery needed replacement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was the battery needing replaced. The reported problem was confirmed.